Event description:
Rec'd info the oxygen (o2) sensor on the 840 ventilator was found damaged. It was found during testing. Covidien was not authorized to service the device. Customer reported to have replaced the o2 sensor.

Manufacturer narrative:
(B)(4). No device serial number available.